Manufacturer narrative:
Device evaluation update: further evaluation determined that the a full assessment of the device could not be performed due to its condition upon receipt and the rest of the device was not sent in. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that cutter device burr shaft was stuck in and broken in the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a piece of unknown cutter inside of the motor locking mechanism. It was also determined that the cutter was broke off below the laser marking and identification of the cutter and the lot number could not be identified. It was noted that the device had worn bearings caused by exposure to organic debris and materials which lead to corrosion and component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.